Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain, spinal pain and failed back surgery syndrome. The consumer did not know all the drugs used but stated that one of the drugs in the pump was fentanyl. It was reported that because of the way the pump was implanted and "hanging" the patient was getting "sores on his skin under it" and the doctor said "ok I can put it up and instead of horizontal instead I'll do it vertical" but then within a months time it was back down where it was previously and it "flipped around to horizontal" and not where it should be. The consumer stated that they did not want the implanter to touch the patient again and they did not know if anything else was wrong. The consumer was concerned about how they would know if everything was connected correctly. Reportedly the doctor said "I am sure there is nothing wrong" but asked them to stop by when they were back in town. The consumer was to follow-up with the health care professional regarding pump implant position concerns. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 02-nov-2017 from a healthcare professional (hcp) who reported that the pump was hanging because the patient had lost weight. Per the hcp, the pump was not flipped. The position, when performing the pump refill, was the same each appointment. Per the hcp, the patient was to stop by and discuss the pump position with the surgeon, but the hcp did not believe the patient had seen the surgeon. No further complications have been reported as a result of this event.